Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # k9147d. The analysis results found that the el5ml device was returned in good visual condition. In addition, three malformed clips were returned inside a bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. In addition the device locked out as intended. No jamming issues occurred upon evaluation. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, firing the device, one of the clips in it stuck during surgery. The surgeon discarded existing one and took out another new one. There were no adverse consequences for the patient.